Event description:
The device was used during an unspecified procedure. Reportedly, the staples were not present in the instrument. The surgeon manually completed the procedure. The hosp has reported that no pt injury occurred.